Manufacturer narrative:
Pentax medical canada performed good faith effort to gather additional information regarding this event. The patient visited another medical institution, but further details were not available. There are no complaints of the following symptoms at this time. -any type of intervention done to the patient as a result of the event, the patient outcome, and concomitant medical products and therapy dates (if applicable)? No. -patient has medical history including pre-existing medical condition? No. -was the procedure for treatment or diagnostic purposes? Diagnostic. -was the product in question used to complete the procedure? Yes. -was the patient recalled for further screening? No. -if no, will the patient be recalled for further screening? No. -what is the current status of the patient? No harm to the patient. -any additional information: only thing is that the angle at which needle was coming out. Evaluation summary: based on the investigation results data, it was determined that the segment which drives angulation had disconnected from the insertion tube. The screw mechanism segment was repaired and, the issue was corrected. Service evaluation concluded wear and tear as the cause. The endoscope was used on a patient and was found to cause no harm to the patient. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 23-jan-2023 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 23-jan-2023. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Customer reported that the ultrasound crystals appear to be off to one side and ebus needles coming out the distal tip at an odd angle. No injury or death involved. Only the potential to due to the unpredictability of the angle of the needle coming out the distal tip. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.